Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump unit as vacuum reservoir failed to reach minimum vacuum, -150 mmhg. There was no patient harm reported.

Manufacturer narrative:
It was reported during use, when cardiosave intra-aortic balloon pump (iabp) power was turned on, #3 was displayed and it could not be used. There was no patient harm or injury reported. A getinge field service engineer (fse) evaluated and stated that vacuum reservoir failed to reach minimum vacuum, -150 mmhg. Fse replaced (d103-00-0633) regulator, drive to fix the issue. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received a drive regulator with a complaint of ¿error code 3 when the power turn on¿. Performed visual inspection of the drive regulator and found no visual damage and the part looks to be in good condition. Performed and tested (1 hour) and found that all functions were normal. The tests (1 hour) did not trigger the reported problem of ¿error code 3 when the power turn on¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the drive regulator in the failure analysis and testing department per procedure (B)(4) rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit displayed #3 error when powered on . Unit was turn on and off and still displayed same error message .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.